Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, manifested by the patient not feeling well. The cause of the peritonitis was unknown. Five days after the onset of peritonitis, the patient was hospitalized. The treatment for peritonitis was not reported. The patient had not yet recovered from peritonitis. Additional information was requested and was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was obtained related to the event. It was reported that the patient experienced cloudy effluent as a result of the peritonitis. The patient recovered from the peritonitis and was discharged from the hospital. Therapy was discontinued and the patient was placed on hemodialysis. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h12l07031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional or relevant information becomes available, a supplemental report will be submitted. (B)(4).